Event description:
Caller reported that indicated battery charge dropped significantly in a short period of time. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed caller to plug the pump into a reliable power source and subsequently sent a new battery charger to resolve the issue.